Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) 2004 the patient underwent treatment with the peripheral cutting balloon device for 2 lesions. Target lesion #1 was a de novo lesion located in the femoral artery (left/right not provided) with 5.5 mm reference vessel diameter, and 20 mm target lesion length. Lesion had 80% stenosis pre-procedure and 0% stenosis post procedure. Lesion positive for mild calcification. Lesion morphology described as concentric stenosis and tight stenosis lesion. Target lesion #2 was a de novo lesion in the popliteal artery with 5.5 mm reference vessel diameter, and 20 mm target lesion length. Lesion had 85% stenosis pre-procedure and 0% stenosis post procedure. Lesion positive for mild calcification, lesion morphology described as concentric stenosis and tight stenosis lesion. In (B) (6) 2005 of the 12 month follow up assessment patient ¿alive¿, target lesion had not remained patent since the index procedure. An amputation had been performed in (B) (6) 2005. No details provided on procedure. Seriousness, outcome and relationship to registry device not provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4). Device not returned for analysis.